Manufacturer narrative:
Evaluation: investigation still in progress. Review of device history record: work order (B)(4) was reviewed and appears complete and correct for 1 x zfen-d-12-28-76-c on (B)(4) 2014. Temporary deviations (B)(4) and (B)(4) were in place at the time of manufacture. (B)(4) relates to the use of a sheath cleaning tool prior to loading, and the risk review was "the risk of inserting the sheath cleaning tool has been mitigated by using the same size tip as used in the qc check of the captor valve, namely a 14fr tip. The 12fr tip is smaller than the 14fr and would be suitable for its intended use. These size tips are smaller than the inner sheath diameters that they are to be used and would not cause any damage to the sheath. Additionally, this procedure specifies to insert the sheath cleaning tool from the valve end which is the same direction as used in the loading process. This will prevent any damage to the sheaths tip. No damage to the valve is expected as either the same or a smaller size dilator and peel away are used within this process as are used during the loading process." (B)(4) relates to the white dots used on the packaging and therefore has no impact on this complaint. Review of complaint history: the complaint is "during a fenestrated endograft procedure, the valve of the device leaked in excess. Patient needed blood due to amount lost over time." Flexor sheath assemblies are used on standard stent devices manufactured by wca (since 2009) including zfen, zbis, zhis, pbranch, tbranch and unibody, as well as custom made devices (aaa. Branch, distal, fen, iliac, preloaded, proximal, reinforced, thorac). (B)(4). Review of specifications: (B)(4) flexor sheath assembly (B)(4) flexor sheath assembly flexor sheath assemblies are supplied by (B)(4) and have an incoming inspection performed on them by (B)(4) as per (B)(4). The complaint captor valve ((B)(4)) was inspected to confirm the rotating capabilities of the valve to the fully open and closed positions, this is completed with nothing through the valve and with a 14fr dilator through the valve. In addition, the connection between the four components (iris rotator, iris base, iris snap cap and nephroscopy cannula) of the captor valve is checked. The haemostatic capabilities of the captor valve have been tested, (B)(4). Additional information was received where it was stated that: the captor valve consists of a nephroscopy cannula, sidearm, iris/captor base, iris/captor rotator, iris/captor snap cap. The iris/captor rotator can have an open lumen or a closed lumen. In the open position, the base (containing the 3 silicone discs) should make an adequate seal with the pusher or coda balloon catheter, and is used this way when the delivery system is inserted into the patient. The rotator can be loosened or tightened for the introduction and/or removal of ancillary devices into and out of the sheath, as well as a moulding balloon. Leak testing has been performed on the captor valve ((B)(4)) and some leakage is expected with the rotator opened and closed, with and without components through the valve. The complaint product was not returned for evaluation. From previous investigations, it has been found that the most likely cause of the leakage is damage to the silicone discs. These discs have pre-cut slits to allow insertion of the pusher through the valve and extension/tears/damage of these slits causes the discs to no longer make an adequate seal. It is unknown when the damage to the silicone discs occurred. As the flexor sheath is supplied by (B)(4), (B)(4) were informed of this complaint. (B)(4) quality engineering risk assessment in regards to leakage at the captor valve states that "(B)(4) was created to address leakage for z-trak delivery systems. The scope of the CAPA is limited to z-trak system, but output of CAPA will apply to this product line". Of the (B)(4) complaints of leakage through the valve, there does not appear to be a trend in the lot numbers of the sheaths. (B)(4) was notified of this complaint. The sheath used to manufacture this device is from (B)(4) lot #f4712676. The silicone discs used to manufacture this lot were manufactured at (B)(4). Sheath assemblies are 100% qc inspected per (B)(4). A new CAPA will be opened to address this failure mode. (B)(4). This is a confirmed complaint as there is no evidence to discredit the validity of the complaint as the product was not returned. The most likely cause of the leakage is damage to the 3 silicone discs in the valve. These discs have precut slits to allow insertion of the pusher through the valve and extension/tears/damage of these slits causes the discs to no longer make an adequate seal. It is unknown when the damage to the silicone discs occurred. As the flexor sheath is supplied to wca by (B)(4), (B)(4) were informed of this complaint. There is no evidence that the device was not manufactured to wca specification as the work order is complete and correct. The capabilities of the rotator in the captor valve is 100% inspected at incoming qc, as per (B)(4). The haemostatic capabilities of the captor valve have been tested ((B)(4)), and a certain level of leakage from the valve is expected as the per the validation testing. The mandatory requirement to always check complaints history during a complaint investigation will ensure trends are constantly monitored. Upon initial assessment, no immediate action is required [(B)(4)].

Event description:
During a fenestrated endograft procedure, the valve of the device leaked in excess. The patient needed blood due to the amount lost over time.